Event description:
In 2004, a barrow cage was implanted in my neck to fuse two vertabrae together. I'm having problems with pain at the sight of the implant. I'm having chest pain and other symptom. I want to know if their has been any problems with this type of surgical hardware. I wish I could give you more info on it. All I know is, it's a barrow cage.